Event description:
It was reported that the patient underwent a stenting procedure to treat an aneurysm of a saphenous vein graft to the right coronary artery and stenosis at a distal lesion in the saphenous vein graft. A non-abbott guide wire was advanced to the lesion in the distal vein graft and a non-abbott filter device was then advanced and deployed. A 4.0 x 18 mm non-abbott stent system was then advanced and the stent deployed. The patient was noted to have no reflow and the filter device was removed. A clot was retrieved from the filter and the flow improved. A second non-abbott filter device was then deployed at the site of the aneurysm. The 4.0 x 19 mm graftmaster was advanced to the aneurysm and deployed at 14 atmospheres. Angiography revealed brisk flow and the filter device was removed. A clot was retrieved from the filter. Angiography was then obtained and there was question of a proximal dissection at the edge of the graftmaster stent. The saphenous vein graft was then re-wired with a non-abbott guide wire and a 4.0 x 8 mm non-abbott stent was deployed to cover the dissection. Angiography revealed brisk flow with no evidence of embolization, dissection or perforation and the aneurysm was sealed. There were no adverse patient sequelae. No additional information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: runthrough; guide catheter: 7 french multipurpose; sheath: 7 french; stent: 4.0 x 18 mm resolute; embolic protection: 4.0 spider filter. (B)(4): indication for use. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of dissection is a known adverse event as listed in the graft master otw instructions for use (IFU). It should be noted the indications for use section of the graftmaster IFU states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.